Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the system was not cutting properly during lasik flap creation. Additional information received; the surgeon noted warning signs of a vertical gas breakthrough about halfway through the right eye flap creation and elected to abort the treatment. The patient will heal and return at a later date for further treatment.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the event. No technical root cause could be determined as the system is performing within specifications. The manufacturer internal reference number is: (B)(4).